Manufacturer narrative:
The medical history was received and evaluated. Infection had not been noted by the doctor. The implant failed to integrate. Clinical studies and published literature indicate that a 3 - 5% failure rate may be encountered, even with the best care. The implant is not believed to be the cause of failure.

Event description:
Implant failed. One person affected.